Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During follow up, the customer reported that the alert had not reoccurred after charging the pump with a different power adapter. The customer's blood glucose level was not impacted.